Event description:
It was reported that the device is missing a guard that goes on the hose. No patient involvement reported.

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and front cover. Faded line cord. Outdated power switch and printed circuit board (pcb). Functional testing found that the problem cannot be duplicated. All the hardware that was supposed to be on the hoses was there. The hoses attached to the interlock block are not supposed to be clamped. Customer complaint cannot be confirmed. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.